Event description:
A physician attempted an arteriotomy closure with the prostar xl. While deploying the device, the two posterior needles were not present. Closure was achieved with surgery. The pt's current condition is unknown.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.